Manufacturer narrative:
Out of an abundance of caution, superdimension is filing this MDR due to the additional risk associated with multiple exposures to general anesthesia. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a procedure, the green check marks kept appearing and disappearing. The physician was unable to complete the registration. The patient was under general anesthesia. The physician was not able to complete the enb portion of the case nor was it completed by other means.